Manufacturer narrative:
Additional manufacturer narrative: prosthetic endocarditis with or without vegetation, of valves and annuloplasty rings is a serious complication of valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. This infection is generally categorized into early (onset usually less than 60 days postoperative) and late (onset greater than 60 days post-implantation). Late prosthetic endocarditis resembles native valve endocarditis in terms of etiological microbes, and sources of contamination are presumably similar. Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. Late prosthetic endocarditis is not in any way related to the sterilization or packaging process of the device. The root cause of this event cannot be conclusively determined with the available information. However, the endocarditis in this case was most likely impacted by the patient's comorbidities. Per doc-(B)(4), the subject device was not requested to be returned for evaluation as the patient was positive for endocarditis. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned through the implant patient registry that 30mm 5200 physio ring was explanted after an implant duration of 17 days due to severe mitral regurgitation, dehiscence, and possible endocarditis. The mvr was performed with a non-edwards valve. Per received medical records, postoperatively the patient was plagued with renal failure and had acute-on-chronic thrombocytopenia. Tee revealed severe mr and dehiscence. The patient had very friable tissue and was on high dose steroid for a period of time prior to surgery. The ring was exposed and was found to be dehisced for two or three sutures at the bottom. There was some exudate at that site, also on the top part of the ring, suspicious for infection gram stains was negative. A 29mm non-edwards valve was implanted.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: d4 (expiration date) and h4 (device manufacturer date). H11: corrective data: corrected section: h6 (component codes, type of investigation, investigation findings, and investigation conclusions).